Event description:
The facility reported a colleague infusion pump with a failure code of 507:320:654:0000. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of 507:320:654:0000 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has been previously sent into service for the reported condition of "(B)(4)". (B)(4).